Manufacturer narrative:
The lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of the amia automated pd cycler set separated from the cassette which resulted in a leak. It was further described as "the red line came apart from the cassette and caused a big mess that had to be cleaned up". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from cassette port. Markings on the tubing indicate the tubing was positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined, however a strong tug on the tubing during use could cause separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.